Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient was admitted to the hospital with the main complaint of "blurred vision in both eyes for more than 2 years and paroxysmal headache for more than 1 year". On (B)(6) 2024, the patient was sent to the operating room for "transsphenoidal approach sellar skull base tumor resection under neuronavigation + neuroendoscopy-assisted ventricular choroid plexus cauterization + optic nerve decompression + sellar dura mater repair + right thigh fascia lata resection" under general anesthesia with tracheal intubation. In order to prevent cerebrospinal fluid leakage during operation, lumbar external drainage and monitoring system was retained. On the evening of june 9,2024, when the nurse was patrolling the ward to check the pipeline, it was found that the dressing at the lumbar cistern was loose, and there was cerebrospinal fluid leakage. After inspection, it was found that the drainage tube was broken at 15 cm of the outer pipeline of the skin puncture outlet, the dressing covering the puncture outlet was moist, and the nursing pad placed on the lumbar sacral region had obvious signs of cerebrospinal fluid outflow and moisture. The patient did not turn over or get agitated, and it was broken when it was discovered. After checking, the doctor strictly disinfected the 15 cm exposed long pipelinewhich remained at the lumbar puncture and pulled it out, and the surgical incision was covered with sterile dressings after suturing. The lumbar cistern drainage device was re-placed on (B)(6) 2024. The patient was currently in poor spirits, with a temperature of 36.5, a pulse of 82 beats/min, and a respiration of 18 breaths/min. After the lumbar cistern drainage tube was broken, continued cerebrospinal fluid leakage may lead to intracranial infection. Paid attention to rechecking cerebrospinal fluid biochemistry and culture, and regularly monitor to prevent the occurrence of intracranial infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.